Manufacturer narrative:
The customer confirmed the instruments that ran the laboratory samples were an olympus 2700 biochemistry analyzer and a horiba abx pentra hemotology analyzer.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined. Investigation of the received customer material did not show any deviation. Based on the provided information, the most likely cause may be related to pre- analytic sample handling.

Manufacturer narrative:
The heox module from the customer's analyzer was tested in a direct comparison to another cobas b 123 poc system. The comparison was done on the basis of different sample volumes, three bilirubin concentrations and two thb concentrations in order to cover the important operating range of the instrument. The evaluation has successfully passed. No evidence for a module-related problem were found.

Manufacturer narrative:
The customer has confirmed that the involved patient was not on any treatment.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for bilirubin. An erroneous bilirubin result was reported outside of the laboratory. A sample was taken from the patient and tested on the analyzer, resulting as 543.73 umol/l accompanied by a data flag. Another sample was drawn from the patient at the same time and sent for testing on a different instrument in the laboratory. While awaiting testing results from the instrument in the laboratory, phototherapy was initiated on the patient based on the high result. The laboratory result from the other instrument was 318 umol/l. Phototherapy was initiated on the patient based on the event, but the patient was not adversely affected. The lot number and expiration date of the bilirubin test cartridge was asked for, but not provided.